Event description:
It was reported that when the ICD was implanted, an lv lead could not be implanted due to a problem with the patients vein. The lv port on the ICD was plugged temporarily. The lv lead was implanted later, however, when connected to the ICD, no thresholds could be measured. The lead tested normal via an analyzer. The ICD was explanted and replaced. All parameters were then normal. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of a capture threshold anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.